Event description:
It was reported via phone call that the buttons on the insulin pump are sticking and hard to press. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Unit received with intermittent button response due to flattened dome switch on the esc buttons and act buttons. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.